Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure wherein the device if the device was placed into surgery mode, the ipg became unable to communicate with external devices. The next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on 19jul2024 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.